Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es station keeps blacking out. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture ,13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system experienced performance issue. A field service engineer (fse) inspected the station using admin login and confirmed sleep settings were disabled. Nic speed was locked at 100 mbps hdx, and netbios was disabled. All drawers passed the hardware test application (hta) diagnostics with no faults. The fse contacted tss to check for database resynchronization and escalated the issue to technical support specialist (tss) due to possible corruption. The station was not in use. The tss dialed into the device and found no error icons. The remote smart service (rss) showed the amazon ssm agent service had terminated unexpectedly. The tss restarted the service, but the station did not resolve the issue. Attempts to restart the agent failed with a windows error, and the synchronization status between the server and the station showed no issues, with the 'last upload' number matching. After a reboot, the amazon ssm agent was found disabled, even though it had previously been set to automatic. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station keeps blacking out. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.